Event description:
Event description: the distributor received information that this bioplar lead was removed from service. An invasive procedure was performed to replace the lead because the physician was dissatisfied with the lead. No additional information is available.